Event description:
It was reported that the right ventricular lead had episodes of ventricular tachycardia - non-sustained (vt-ns) with noise and a significant rise in impedance with variation from day to day. The lead capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Three ventricular non-sustained tachycardia episodes (nst) less than or equal to 190 ms occurred on (B)(6) 2012. The weekly pace lead impedance trend data shows an increase for minimum and maximum right ventricular pace equal to 976 to 1440 ohms peak between (B)(6) 2011 and (B)(6) 2012. The programmer data shows one lead integrity alert on (B)(6) 2012 for out of tolerance sub-threshold lead impedance.